Event description:
It was reported that the patient has deceased. There is no known allegation from a health care professional that suggests that the death was device related. The cause of death is unknown.

Event description:
Additional information reported stated that on (B)(6) 2014 the patient presented to the hospital complaining of shortness of breath and a productive cough. The patient was admitted to the ICU and his conditioned worsened. The patient had requested a dnr and deceased on (B)(6) 2014.